Event description:
A customer reported he received an error message (unknown) on his blood glucose meter when he applied a blood sample to the test strip, and he was unable to obtain a reading. The customer additionally reported he experienced pain and soreness in his leg. The customer was reportedly seen by a doctor, diagnosed with severe hyperglycemia and treated with an intravenous medication (unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once the product is returned and investigation results are available.

Event description:
It was reported that "the arthroplasty was revised due to tibial and patellar loosening. The tibial, femoral and patellar components were revised. The components were implanted in situ for 3.0 y." Reported devices were implanted in 2006 and explanted in 2009.

Manufacturer narrative:
(B) (4).